Event description:
Complaint received concerning leakage incident with use of one mc33382 15" microclave ext. Set w/0.2 micron filter. It was initially reported mc33382 sets ".. Filter leaked during an intermittent infusion of etoposide. The parent of the child reported the tubing as feeling 'wet". ". The mc33382 device was removed, replaced and discarded. Follow up information received reported ".. No harm occurred to patients, family member, or clinicians. This was a verbally reported event. The rn could not remember the patient involved, but believes that they were receiving vp-16 ... I do not have event information as a qsrs (internal hospital incident report) was never filed".

Manufacturer narrative:
Conclusion: the involved mc33382 device was not returned for analysis and confirmation. The exact cause(s) of the reported event are unknown at this time.